Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a aeris evo ventilator inoperative condition occurred. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information/evaluation: the aeris evo was returned and evaluated by a third-party service center and the customers complaint was confirmed. The device evaluation found error codes recorded in the event log indicating a ventilator inoperative condition occurred., therefore the machine flow sensor was replaced to address the issue. Additionally, error codes unrelated to the reportable malfunction were noted in the event log therefore, the system board was replaced to address the issues. The in-line filter prox and tubing low flow o2 are contaminated therefore was replaced. The air inlet foam filter was replaced due to preventive maintenance. The device passed all test. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.

Event description:
The manufacturer received information alleging a aeris evo ventilator inoperative condition occurred. The device was not in patient use. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.